Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a loss signal issue with the adc device, which resulted in high/low glucose alarms failing to trigger. Consequently, the customer experienced a loss of consciousness and a head injury due to falling and was unable to self-treat, requiring glucagon injection by a third party. No further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a loss signal issue with the adc device, which resulted in high/low glucose alarms failing to trigger. Consequently, the customer experienced a loss of consciousness and a head injury due to falling and was unable to self-treat, requiring glucagon injection by a third party. No further details were reported. There was no report of death or permanent injury associated with this event.